Event description:
The customer received a blood glucose reading of 322mg/dl on the contour, retested on a different meter and the reading was 154mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were not expected to be returned for investigation. Product was not replaced at the time of the call.